Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes >2000 ohms lead impedance in the unipolar and bipolar configurations, a capture anomaly and probable inner coil fracture.